Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-06045. It was reported that the radiopaque marker was not visible. A 177 cm coil pusher-16 was selected for use. During the procedure, while the physician was pushing the coil using this device, it was noted that the coil pusher was not visible via fluoroscopy. The procedure was completed with a different device. No patient complications were reported and the patient's condition is stable.